Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the kerrison rongeur was broken during a cadaver training event on (B)(6) 2015. There was no live patient involvement in this complaint. The top moving cup broke off while removing vertebral disc space material. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacturing date: dec 18, 2006. The device history record review could not be performed as the records could not be identified due to the age of the instrument is over nine (9) years old. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one 2mm pituitary rongeur ¿ straight (part 03.605.526, lot a7pa50, manufacture december 2006) was received with a complaint stating that the top moving cup broke off while removing vertebral disc space material. Upon evaluation of the returned item, it was noted that the moving cup jaw was sheared off at the hinge. The complaint is confirmed. Per the technique guide, the 2mm pituitary rongeur (part 03.605.526) is part of the minimally invasive posterior instrument set. Pituitary rongeurs are general surgical instruments used to remove disc and tissue in small spaces and are available in 2mm, 4mm, and 6mm jaw widths. Relevant drawings for the returned devices were reviewed. The design and materials were found to be appropriate for the intended use of these devices. A device history review could not be performed as the records could not be identified due to the age of the instrument is over 9 years old. The age of the device may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.